Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's rv lead exhibited a noise alert. Electrical measurements were stable. Surgical intervention was undertaken to explant and replace the lead. No patient symptoms were reported.